Event description:
The customer reported the system displayed an error message. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. A cable and the monoblock were replaced. The system was then found to be operating as intended.